Manufacturer narrative:
The manufacturing and material records for this carbomedics carboseal valsalva were pulled and reviewed by quality control at sorin group (B)(4). (Manufacturer of the finished device) and vascutek ltd (manufacturer of the conduit). The results confirmed that this ascending aortic prosthesis sn (B)(4) satisfied all material, visual and performance standards required for a size 29 carbomedics carboseal valsalva at the time of manufacture and release. The returned device was visually inspected and sent to an external laboratory for histopathological analysis. Even if the exact cause of the event could not be determined from the analyses carried out, the absence of defects in the returned device upon investigation led to the conclusion that the event could have been caused by an acute severe reaction to the device component due to patient-related factors.

Manufacturer narrative:
Result = the complete manufacturing and material records for the subject valve will be retrieved and reviewed by quality control at sorin group (B)(4). The device evaluation is on-going.

Event description:
The manufacturer was notified on 02 april 2015 that five (5) hours after the operation, patient woke up and extubation was done. Soon after that, hemodynamical function was going down. Ppe was started and all inotropical medications, also done was angiography and found out that left main was thrombotic as well as wall of conduits. Patient went to vt and they started with ECMO+ iabp treatment. Patient was transferred to helsinki and awaiting heart transplantation.